Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove an o-ring from the pneumatic tap, clean the area, and reload the cartridge, resulting in the successful resumption of insulin therapy.